Manufacturer narrative:
Additional information was added to: b4, b5, d4. (Additional device information), g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Vcoyne 19march2025. What is the request: update lot# from unknown to 4205128. Reason for request: received samples from customer. Awareness date: n/a ¿ no new issues. Additional information: n/a.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component type, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported with 2 different syringes from this box, removed needle from site and needle broke off syringe then fell to floor. Caller denied reuse of needles. Dc lot # vision impaired. Could not see lot # catalog# 328519 date of event 02/09/2025= 1 syringe date of event 02/08/2025 = 1 syringe sample status awaiting sample declined replacement. Sending mailing kit only.